Manufacturer narrative:
Block b3: approximate date, based on procedure date.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent explant procedure due to implantable pulse generator (ipg) location was uncomfortable for patient. The location of the ipg and leads are unknown. No additional adverse patient effects were reported.